Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 08/04/2023, it was reported by an arthrex employee via sems that an ar-6410 main pump tubing pipe stopped working. This occurred at the beginning of a case, it can be seen that it is probably due to the crushing of the pipe sensor.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information was provided on 08/28/2023 where the arthrex employee stated this event occurred during a shoulder arthroscopy procedure using a ar-6480 pump. The settings were started with 30 pressure. There was only a loud sound, which alerted everyone that the pump was handling high pressure. The kit was completed using another tubing.

Manufacturer narrative:
The complaint allegation was confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is attribute to use error. According to dfu-0140 at revision 0. H. Directions for use. Warning: do not disconnect and reconnect the same tubing set under any circumstances. Once disconnected from the pump, the tubing set must be discarded and a new tubing set installed. Failure to do so may result in pump failure and patient injury. Failure to follow these instructions may pose a danger to the patient. Do not use the unit if the rollers turn continuously after the tubing has been clamped. If the pump still fails to perform as designed, it should be returned (with the pump tubing set) to arthrex for inspection.

Event description:
Additional information was provided by the arthrex employee on (B)(6) 2024, where she stated the surgeon didn¿t mention anything related to an extravasation since it did not take long for action to be taken.